Manufacturer narrative:
Technician moved plates during pipetting without unloading carrier. No erroneous results were reported. Incident attributed to user error.

Event description:
Customer stated the pipetter dispensed the incorrect reagent into the plate. No erroneous results were reported. Investigation of event and log files indicates malfunction due to user error. (B)(4).